Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results, on (B)(6) 2014, for ten (10) patients involving the unicel dxi 800 access immunoassay system. The customer's laboratory protocol stated that samples that give elevated access accutni+3 results are repeated. The samples were repeated on the same and an alternate instrument. Please refer to the patient data table attached for details. The customer stated the initial elevated results were reported outside of the laboratory, and the customer issued corrected reports for the ten patients. The customer stated one patient was admitted to the hospital as a result of the erroneous elevated access accutni+3 result, but did not indicate which of the ten patients was admitted to the hospital. The customer was unaware of any change to patient treatment for the remaining nine patients. This report is related to results generated on (B)(6) 2014. The samples were collected in the lithium heparin tubes and were centrifuged at three thousands (3000) rotations per minute (rpm) for six minutes at room temperature. Access accutni+3 calibration using reagent lot 427865 and calibrator lot 334821 passed on (B)(6) 2014, but failed on (B)(6) 2014. The instrument's level one quality control (qc) was within established mean on (B)(6) 2014, but recovered out of range high on (B)(6) 2014. A beckman coulter (bec) customer technical support (cts) advised the customer to run system check which failed twice. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse noted the peri-pump tubing was worn and flat, and replaced the tubing. After which, the fse ran a passing system check and precision run. All associated mdrs: 2122870-2014-00824, 2122870-2014-00842. The customer did not provide patients' age, date of birth and weight information. -